Event description:
It was reported that the insulin pump has a crack in case. Device was not bumped or dropped. Customer is not aware of how the damage happened. Crack is seen on battery compartment. Blood glucose value is 102mg/dl. See sap add'l data. Nothing further reported.

Manufacturer narrative:
(B)(4). Insulin pump received with minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and protruded/loose drive support disk. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.